Event description:
On (B)(6) 2014 the (B)(4) at maquet in (B)(4) reported that the hcu 40 serial number (B)(4) displayed a temperature plausibility error multiple times during a procedure. (B)(4).

Manufacturer narrative:
Maquet medical system, USA submits this report on behalf of the legal manufacturer of the device maquet cardiopulmonary (B)(4). The device was not returned to the manufacturer and hence no evaluation was performed. (B)(4).